Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/06/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens holder. The sample was inspected by a qualified final inspection operator using 12x magnification. The product is contaminated and cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's left eye (os) (B)(6) 2018. It was later explanted on (B)(6) 2018, because the patient complained of being extremely bothered by glare, poor vision, and halos. There was no incision enlargement and no vitrectomy performed at explant. The replacement lens was a zcb00 22.5 diopter lens. Reportedly, there was no patient injury. Post-operatively, the patient''s uncorrected distance visual acuity (udva) was 20/30, the best corrected visual acuity (bcva) was 20/25, and the refraction was plano x -0.75 x 80 degrees. Post replacement, the patient complains of seeing blue tint, but there were no more halos at night. No additional information was provided.

Manufacturer narrative:
The manufacturing site address provided in the initial MDR was incorrect. The correct device manufacturing site address is: (B)(4). Recall number: the manufacturer report number provided in the initial MDR was incorrect. The correct number should be begin with 9614546. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was un-masked and, the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy, model number: zyr00, serial number: (B)(4), catalog#: zyr00u0215, expiration date: 10/19/2022, UDI number: (B)(4). Device manufacture date: 10/19/2017. Corrected data: common device name: multifocal iols. Product code: mfk. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined to be not MDR reportable. No further information will be provided for this event under MDR number 2648035-2018-00496. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.